Event description:
On 03/15/2023 - we were informed about a patient who died while using capsocam plus on (B)(6) 2023. According to the doctor in attendance, the direct cause of death was suffocation due to bleeding from the nose blocking the airway. Frm-0089 with a list of questions was sent out to the distributor to obtain more information on the patient and the cause of the death. Frm-0089 was received indicating the only reason the hospital reached out to the distributor was to seek advice on the patient body that was going to the cremated with the capsule but that the capsule was not the cause of the patient's death. On 6/12/2024 we received an email from the physician, (B)(6) md, indicating that the patient had undergone repeated otolaryngological hemostasis for nasal bleeding after maxillary sinus cancer surgery. The day after having a capsule endoscopy using capsocam to exclude small intestinal bleeding, the patient was found to be in cardiac arrest. There was a large amount of tissue paper with blood around the mouth and blood was aspirated from the airway. From the course of the case, it is thought that the patient suffocated due to nasal hemorrhage dripping into the airway, and there is no causal relationship between this death and the capsocam.

Manufacturer narrative:
On 03/15/2023 - we were informed about a patient who died while using capsocam plus on (B)(6) 2023. According to the doctor in attendance, the direct cause of death was suffocation due to bleeding from the nose blocking the airway. Frm-0089 with a list of questions was sent out to the distributor to obtain more information on the patient and the cause of the death. Frm-0089 was received indicating the only reason the hospital reached out to the distributor was to seek advice on the patient body that was going to the cremated with the capsule but that the capsule was not the cause of the patient's death. On 6/12/2024 we received an email from the physician, (B)(6) md, indicating that the patient had undergone repeated otolaryngological hemostasis for nasal bleeding after maxillary sinus cancer surgery. The day after having a capsule endoscopy using capsocam to exclude small intestinal bleeding, the patient was found to be in cardiac arrest. There was a large amount of tissue paper with blood around the mouth and blood was aspirated from the airway. From the course of the case, it is thought that the patient suffocated due to nasal hemorrhage dripping into the airway, and there is no causal relationship between this death and the capsocam.